Event description:
On 09/19/2016 information was received indicating that high impedance was seen on a patient's device. The patient's device was then programmed off. As the investigation progressed it was discovered that the patient had left vocal cord paralysis that was diagnosed by an ent. The physician does not know what caused the patient's paralysis. Possible causes listed were cancer, sinus infection and vns. A review of the programming history for the patient's device showed that the high impedance was not present as of (B)(6) 2014 . Surgery is likely but has not occurred to date.

Event description:
Information was received indicating that during revision surgery on (B)(6) 2016, it was observed that the patient had scarring on the vagus lead and nerve. The reported impedance was 5314 ohms, which is slightly above the high impedance threshold. The explanted lead was then disposed of by the explanting facility. The patient is seeking treatment for the left vocal cord paralysis. The physician is uncertain as to what caused the paralysis. No additional relevant information has been received to date.